Event description:
A pt underwent a hip arthroplasty procedure and the insorb 2030 skin stapler was used to close the skin incision. The surgeon reported excessive drainage for 16 days post-op. Until a washout was performed in the operating room.

Manufacturer narrative:
Device not returned to MFR.